Event description:
Prior to or case the electrocautery pencil malfunctioned. The pencil actiated cut mode while setting in holder. This resulted it to continually fire while plugged in. Equipment had not been usd on the pt.